Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread knotted up in a few cases and then broke. They replaced a new device to complete the case.